Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(4) 2009; inratio: 4.4; lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Evaluation for adherance to precision criteria was performed for successive inratio values obtained 8/21. The mean, standard deviation, and %cv were calculated. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Review: end-user reports discrepant results. Customer results analyzed in-house. Accuracy and precision met criteria. Product deficiency not established. Reported results 2.1, and 4.6 not suitable for comparison. Results do not include direct data comparisons between inratio and another system, respectively. In-house returned inratio 1 meter investigation found unit powered up successfully. Temp sensing passed. Data memory download passed. Meter memory data verified per data reported. Meter functional test passed. Product deficiency not established. Further investigation not required. No corrective action required at this time.